Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implants of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this artificial urinary sphincter (aus) was no longer operating as intended. Upon clinical evaluation, it was determined that a revision surgery was required. During surgery, urethral erosion was confirmed; therefore, the entire aus was removed and replaced. No additional patient complications were reported.